Manufacturer narrative:
Date of death = (B)(6) 2015. This MDR submission is actually a follow-up #1 MDR to MFR. Report # 2955842-2015-01059 (patient identifier # (B)(6)) which was initially submitted on 08/03/2015. On 11/07/2018, intuitive surgical, inc. (Isi) obtained the date of the patient's demise (note: the complaint handling system that was used to submit the initial MDR is no longer available for submitting emdrs).